Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting and cleaning the kit and tubing. The customer indicated that the tubing was new and that she had never changed her spare parts. Replacement parts were sent to the customer and the customer was instructed to call back if the new parts did not resolve her issue. As of the date of this report, the customer has not made additional contact with medela. Follow up with the customer to get additional information, including whether the replacement parts resolved her issue, is ongoing. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) % for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that the suction on her freestyle breast pump was low. The customer alleged that she was diagnosed with mastitis, for which she was prescribed an antibiotic.